Event description:
It was reported that during a da vinci-assisted pediatric urology surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that the right eye in the surgeon side console (ssc) was blue. The tse recommended reseating the blue fiber cables when possible. Another customer called back to report the same issue. The tse recommended the customer to determine if issue was related to the ssc or the endoscope. Tse recommend site use the other ssc if only 1 was affected to replace the scope if both ssc were affected. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer reseated the blue fiber cable (bfc) after the case to resolve the issue. The procedure was completed robotically. The assistant eye piece was the eye piece affected, so the operating surgeon could still complete the procedure. Patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.